Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -upon visual inspection, it was noted that the drive geometry of the distal tip of the driver shaft, t-15, long was twisted. -functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 02-jun-2021.

Event description:
On 10/31/2025, a facility representative reported via (B)(4) that an ar-9545-t15-03 t-15 long-driver shaft was twisted. This was noticed after the case, and no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.